Event description:
It was reported that prior to a neurological treatment procedure the tip of the guidewire appeared to be coming off. The physician was prepared to begin the procedure and the guidewire was removed from the package. On removal from the package, the tip of the wire was intact but it was noted that at the point where the "j" tip connects with the shaft, the connection appeared to be so thin that the tip cold break off. This wire was set aside and not used during the procedure. A second starter wire package was opened and the same issue was noted. The second wire was also not used during the procedure. The physician used a guidewire from a different company and successfully completed the procedure. No patient injury or complications were reported.